Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The device was positioned into the pocket. The device was interrogated and the programmer displayed a red screen. The message was cleared and the local representative was able to continue with device testing. Ts discussed that a da error code is likely benign. The local representative verified that on interrogation had been performed followed by patient data entry and then performed another interrogation. The local representative confirmed that the da error occurred with the second interrogation. No induction testing had been undertaken. All device-based testing was normal with no further issues. The local representative was planning to upload device data and will recheck the device again with the patient in the recovery room post-implant. The uploaded device data was reviewed by in-house engineering. The da error recorded in the firmware log occurred on (B)(6) 2016 at 23:46 (device time) and was automatically detected and corrected. No additional actions were required. Ts notified the local representative of the data assessment.